Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections a1, a2, a3, a4, b5, h6, and the complete investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The angio-seal device was not returned for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 05jan2026: a 6 french procedure sheath size was used. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device. The doctor attempted to deploy the angio-seal closure device; however, the device never left the delivery device and was stuck within the angio-seal sheath per physician dictation. A small hematoma was noted and manual pressure was applied. At the time of discharge from the cath lab the patient was stable.

Manufacturer narrative:
E3: occupation: cath lab director. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The footplate did not deploy as directed; the device was removed intact from the body. The procedure performed was a left heart cath. No blood loss was reported.